Event description:
It was reported that the patient stopped feeling the stimulation as he normally did 'about a few weeks' prior to the report. The patient stated he did fall due to his back injury. The patient turned the device up and did not feel anything. The patient did feel a spot right over his tailbone and he thought it was the wire coiled there. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v979274, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported the patient's implantable neurostimulator (ins) and lead were removed and replaced but the reason for removal was unknown. No patient outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. Final device analysis of the lead revealed the following: all conductors were broken 5.5 cm from the distal end.

Event description:
It was later reported the patient's device was replaced due to a fall. The patient's symptoms had shown improvement.

Manufacturer narrative:
Product ID 3889-28, lot# v979274, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).